Event description:
It was reported that the facility received a device that has a sticker on it that reads not for human use. The outer packaging has the same sticker but smaller and white. The tyvek was sealed. The device was used on a patient during a roux-en-y. The device worked fine, there was no issues. Device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: patient had experienced some nausea common with postop bariatric procedure. He was going to be seen in-office today by the arnp and surgeon said he would update his status. Dr. (B)(6) consulted an infectious disease physician for recommendations on the 2 broad spectrum antibiotics he prescribed for postoperative care. The physician confirmed he added 2 broad spectrum antibiotics to patient upon discharge - 7 day course of each. Surgeon did provide proactive antibiotics during the surgical procedure which is his standard protocol. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2024. D4: batch # 309c23. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product and pictures were received at ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample and photos determined that one ech60l device was received with no apparent damage and no reload present. In addition, a tyvek was received along with the device. During the visual inspection, the device and packaging were noted to have a transparent sticker on it that reads ¿not for human use¿. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The internal manufacturing and packaging processes were reviewed to identify the origin of the stickers, and the ¿not for human use¿ transparent stickers were confirmed to have not been applied during the manufacturing process. An additional investigation was conducted, and the origin of the sticker was identified to be related to products used for marketing demonstrations. This device was not intended for human use. A lot trace was performed of the packaging lot a9cd2v, and the lot was not distributed to halifax hospital medical center indicating that the device was not obtained through authorized distributor channels. The chain of custody for this specific device could not be confirmed through our investigation. An additional investigation has been opened to further investigate internal processes to minimize the potential recurrence of this situation. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9cd2v, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device batch number 309c23, and no non-conformances were identified.